Manufacturer narrative:
The investigation determined that the qc was acceptable. The investigation determined that the sample clotting time was not sufficient. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay results for 1 patient tested on a cobas 8000 e 801 module. The initial troponin t hs result was 160 pg/ml. A new sample was collected and the troponin t hs result was 3.00 pg/ml with a data flag. The initial sample was repeated and the repeat result was less than 3 pg/ml. The troponin t hs reagent lot number was 419260 with an expiration date of 30-nov-2020.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us. The result code and conclusion code have been updated.